Manufacturer narrative:
Product event summary the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 4469 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high impedance, and noted that the mode was programmed to unipolar. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.